Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance. The lead remained implanted and will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes of an additional complaint of oversensing due to noise. The right ventricular lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable.